Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿disk space low error appearing and cine not happening¿. Review of the system log file showed ¿malfunction in frontal ip-pc¿. Fse reseted the ippc image disk 1& 2, cleaned the hdd shelf and recreated database. The system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error indicating the disk space was low, preventing cine. No harm to the patient or user was reported.